Manufacturer narrative:
(B)(4). Device was manufactured in october 2011. The device was returned to baxter and an evaluation was performed to investigate the reported issue. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. External and internal inspection was performed and no problems were revealed. The device failed homechoice return instrument test/evaluation (rite) functional testing. The device passed homechoice rite electrical safety analyzer testing. Accuracy confirmation testing was performed with original piston foam and failed. The original piston foam was removed and the inspection revealed deteriorated piston foam and crack door piston at the rib of the left disposable. It was determined that the product did not meet specifications for the reported issue. The direct cause was determined to be deteriorated piston foam and crack door piston. A CAPA has been opened to investigate the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received, and the evaluation is in progress but has not yet been completed. Upon completion of the evaluation, or should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.